Event description:
It was reported that the patient was admitted to the hospital due to hematoma near the pocket. The device was explanted and replaced. The patient was enrolled in the clinical service (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).